Manufacturer narrative:
(B)(4). Brief description of complaint: the generator aex-interference-pt injury-arrythmia/ failure to cut and coag analysis conclusion: the reported issues of interference and patient injury could not be confirmed. The generator was found to have minor cosmetic defects, however it passed all functional testing with no failures found. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ortho case, the surgeon activated the plasmablade device and the patient went into complete heart block on the monitor. When the device was deactivated the patient returned to sinus rhythm. This occurred twice during surgery. The patient did not have a pacemaker or ICD and no other interventions or injury were reported.